Manufacturer narrative:
Results: the lantern was kinked approximately 130.5 thru 132.0 cm from the hub. The lantern was ovalized approximately 132.0 thru 135.0 cm from the hub. Conclusions: evaluation of the returned lantern confirmed that the catheter was ovalized. If the peel-able sheath (supplied by penumbra) is not used during insertion of the lantern into a parent device, and the distal tip of the catheter is forcefully gripped or pinched, damage such as ovalization may occur. During the functional test, resistance was encountered while attempting to advance a demonstration coil through the returned lantern due to the kinks and ovalization, and the coil could not be advanced any further. Further evaluation of the returned lantern revealed kinks proximal to the ovalization. This damage may have occurred due to forceful advancement against resistance. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior gluteal artery using a lantern delivery microcatheter (lantern), pod coils, and a non-penumbra catheter. It was noted that the patient anatomy was tortuous. During the procedure, while the physician advanced a pod coil approximately three centimeters out of the distal tip of the lantern, the physician experienced resistance. Therefore, the pod coil and lantern were removed. After the removal, it was noted that the lantern was ovalized near the marker band. The procedure was completed using a new lantern, the previously removed pod coil, and the same catheter. There was no report of an adverse effect to the patient.